Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample was initially tested using vra158. Reactivity of 1+ was observed with cells 9 and 10. The heterozygous cells did not react. Additional testing was performed with vrb156 and anti-jka was identified. Testing performed in manual gel with a 15 min incubation. No erroneous results were reported.